Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, transesophageal echocardiogram (tee) and computed tomography (CT) showed a pericardial effusion. Approximately 400 cc was aspirated. Recheck five hours later revealed no further effusion. No further adverse patient effects were reported. The physician stated that the perforation was caused by a boston scientific guide wire. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)